Manufacturer narrative:
(B)(4). The device has been received and is in the process of being evaluated. Visual inspection showed brownish colored particles in the drip chamber of the device. This confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The particles were also found between the drip chamber and the bottom of the spike, and they resembled burnt plastic. The cause could not be determined. A CAPA was opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a continu-flo solution set contained black particulate matter in the drip chamber. This malfunction was identified prior to use. There was not patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The customer performed the sample evaluation at their microbiology laboratory for the reported condition. The results were satisfactory, no organisms were found.